Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the negative leads was broken off. This made the system think that the ecgs were not touching the skin. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted lifecor customer support to report that the pt received several gong alarms. The pt pressed the response buttons without looking at the screen. Support had the pt download. The download revealed that there was a problem with the electrode belt. A lifecor territory mgr visited the pt and replaced the electrode belt.